Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that rep called today to report the following message being seen on the pt's handset today: "data has been lost". Technical services reviewed meaning and that pt should see the managing healthcare provider (hcp) to have the ins interrogated and the correct any missing information needed by the system. Pt is newly implanted on (B)(6) 2023 and rep didn't think patient had charging ins yet. Rep indicated that they would schedule time to meet with patient for troubleshooting. Additional information was received from the manufacturer representative (rep). They stated that the cause of the "data has been lost" message was unknown. When asked what steps were taken to resolve the issue, they reported they met with the patient at the provider's office and connected to the internal battery. They then had to go into the clinician app and set up the device again as if it was the first time. There is no further action needed. Additional information was received from the manufacturer representative (rep). The rep clarified the issue by stating that the patient had seen the "all data has been lost" message. They stated that the patient's husband charged the device every 2 weeks and the ins was usually at 10-20% charge level. Both times when the data lost occurred, the patient was at home. They are in a manual wheelchair, not electric. They could not send device logs as they didn't have their computer with them. They reprogrammed the patient's device. Patient services suggested charging the ins once per week and keeping a diary of the charge level.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.